Manufacturer narrative:
As reported, the plug deployment button of the 5f exoseal vascular closure device (vcd) could not be released properly. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was utilized. Angiography confirmed the femoral artery¿s suitability, including an appropriate insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or excess force was experienced during insertion. There were no difficulties connecting the vascular sheath introducer to the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling, locked into the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until the indicator window turned solid black. However, the deployment button could not be depressed, even partially, despite the indicator window showing solid black at that time. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever received fully depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was already fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of the 5f exoseal vascular closure device (vcd) could not be released properly. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was utilized. Angiography confirmed the femoral artery¿s suitability, including an appropriate insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or excess force was experienced during insertion. There were no difficulties connecting the vascular sheath introducer to the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling, locked into the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until the indicator window turned solid black. However, the deployment button could not be depressed, even partially, despite the indicator window showing solid black at that time. The device will be returned for evaluation.

Event description:
As reported, the plug deployment button of the 5f exoseal vascular closure device (vcd) could not be released properly. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted before use. A retrograde approach was utilized. Angiography confirmed the femoral artery¿s suitability, including an appropriate insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no visible calcium, plaque, nearby stent, or stenosis greater than 50% at or near the puncture site. No resistance or excess force was experienced during insertion. There were no difficulties connecting the vascular sheath introducer to the exoseal vascular closure device (vcd). The sheath was retracted until it engaged with the indicator wire cowling, locked into the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The vcd and sheath were retracted together until the indicator window turned solid black. However, the deployment button could not be depressed, even partially, despite the indicator window showing solid black at that time. The device will be returned for evaluation.